Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), was feeling sick, sweaty, and couldn't breathe. The cause was unknown, however the customer suspected the pump attributed to elevated bg. However, no alerts and alarms were observed that would have suspended insulin delivery. The customer attempted to resolve the issue by changing their infusion set. The customer went to the emergency room (ER) where an intravenous drip, blood work, and oxygen were administered to try to resolve the issue. Additionally, the customer's health care provider monitored the customer's heart as they were experiencing unspecified heart problems. Subsequently, the customer was admitted to the hospital where an intravenous drip, and oxygen were administered to address the elevated bg and subsequent issues. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.